Event description:
The customer contacted physio-control to report that during a recent patient event involving a (B)(6) male experiencing an allergic reaction to peanuts that the display went blank for a few seconds. When the display went blank, the customer was plugging in cables used for patient parameter monitoring. Device operation was restored with little delay and the unit was used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. Upon evaluation of the customer's device, physio-control observed that when tapping on sides of the unit he could duplicate the reported issue. Physio determined that what the customer originally thought was the display blanking was actually the device resetting itself. Physio also observed event codes in the device's memory which could have been related to a device reset condition.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the intermittent issue. While troubleshooting the issue, physio removed the modem card from the device. Upon reinstalling it, physio was unable to duplicate the issue any longer. As a precaution, physio replaced both the modem card and modem flex cable assembly, as well as completed other repairs unrelated to the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.